Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the sample line disconnected from the flow cell. The fse replaced the line to resolve the leak. Identification of failure modes: disconnected sample line at the flow cell. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous differential and/or reticulocyte results due to improper sample flow from mix chamber to flowcell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The instrument leaked 20 ml of blue liquid from an unknown source that leaked onto the countertop and gave incomplete differential results. The operator was wearing gloves, goggles, and lab coat when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.